Event description:
Device report from (B)(6), indicates a pt was implanted with a pfna-ii nail. After one year, pt felt pain and non-union and nail breakage was noted on x-ray taken on unk date. Pt was revised to a long nail. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.